Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a constant air in line alarm during testing. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be replicated by analysts. The air detector sensor was found to be inoperable and the cause of the issue. The air detector sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.